Event description:
During regular operational check of defibrillator it was noted that the defibrillator did not work on battery power.

Event description:
The model number and the catalog number of the device is: pd1200 defibrillator/pacemaker. During regular operational check of defibrillator it was noted that defibrillator did not work on battery power. The device was able to power on with ac power. "Further inspection by biomed confirmed unit would not operate on battery and noted bulging battery pack. Battery was shorted and caused over heating of the assembly. A replacement battery pack was ordered from defib MFR and the battery pack has been saved for eval by vendor." The MFR of the battery pack was non-zoll and not afilliated with zoll medical. Zoll medical corp contacted the customer to find out if the device was going to be returning for eval. At that time, the customer indicated that the defibrillator is currently operating to specification and the reported problem was attributed to a battery pack mfg by a third party. The complainant has purchased a battery pack from zoll to resolve the reported malfunction. The device will not be returning to zoll for eval.